Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was deliberately damaged. According to the customer, they can only see external damage to the front case around the screen, however the customer has not taken the device apart to see if any damage has been caused internally. Bench repair has been requested. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was returned to philips/bench repair facility. The issue is resolved with the replacement of the display assembly, therapy receptable, the front case and the label set. The engineer confirmed the device was operational after repairs were completed and the device was returned to the customer site. The failed component, display assembly was replaced resolving the issue and the component was requested to be returned for investigation by philips emergency care (ec) failure analysis. If the component is received by philips, the complaint will be reopened and the device will be evaluated. The therapy receptable, the front case and the label set are not expected to be returned as it will be scrap if defected. Based on the information available, the reported issue was attributed by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was deliberately damaged. According to the customer, they can only see external damage to the front case around the screen, however the customer has not taken the device apart to see if any damage has been caused internally. Bench repair has been requested. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction: component code are updated accordingly. The device was returned to philips/bench repair facility. The issue is resolved with the replacement of the display assembly, therapy receptible, the front case and the label set. The engineer confirmed the device was operational after repairs were completed and the device was returned to the customer site. The failed component, display assembly was replaced resolving the issue and the component was requested to be returned for investigation by philips emergency care (ec) failure analysis. If the component is received by philips, the complaint will be reopened and the device will be evaluated. The therapy receptible, the front case and the label set are not expected to be returned as it will be scrap if defected. Based on the information available, the reported issue was attributed by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device was deliberately damaged causing external damage to the front case around the screen. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was returned to philips/bench repair facility. The issue is resolved with the replacement of the display assembly, therapy receptable, the front case and the label set. The engineer confirmed the device was operational after repairs were completed and the device was returned to the customer site. The failed component, display assembly was replaced resolving the issue and the component was requested to be returned for investigation by philips emergency care (ec) failure analysis. If the component is received by philips, the complaint will be reopened and the device will be evaluated. The therapy receptable, the front case and the label set are not expected to be returned as it will be scrap if defected. Based on the information available, the reported issue was attributed by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction: evaluation results code updated to usage problem. Health impact grid updated to no health consequences or impact. The device was returned to philips/bench repair facility. The issue is resolved with the replacement of the display assembly, therapy receptible, the front case and the label set. The engineer confirmed the device was operational after repairs were completed and the device was returned to the customer site. The failed component, display assembly was replaced resolving the issue and the component was requested to be returned for investigation by philips emergency care (ec) failure analysis. The complaint was escalated for product analysis and the results indicated, display is cracked. Multiple good faith efforts were attempted to avail the additional information, but no response received. Based on the information available, the cause of reported issue is attributed to user error. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device was deliberately damaged causing external damage to the front case around the screen. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.